Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, while the surgeon was fixing the matrixmidface plate using the screwdriver shaft, the grasping strength was weak. Reportedly the surgeon dropped the screw several time. It was reported the operation time was delayed and the patient became further stressed. No further information was reported. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Manufacturing date: 5/17/2010, 6/09/2010, and 6/25/2010. (B)(4).